Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-09-20. H6: investigation summary bd received 5 samples and 1 photo from the customer for investigation. The photo was visually inspected and found to have a shelf label that shows that the product failed. This label is not applied at the manufacturing site 100 retention samples and shelf pack label were inspected with no issues being identified. Draw testing was performed on 10 retentions, all tubes were within specification limits. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. Bd was able to confirm the customer¿s indicated failure mode of incorrect label; however, was unable to confirm the failure mode of underfill because the defect was not observed in the retention sample testing. The exact cause of the failure mode of the incorrect label could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes, the device experienced underfill or low draw of a tube with blood and no label or missing label information. A)underfill or low draw of a tube with blood x2; b)no label ormissing labelinformation( all packaginglevels) x1. The following information was provided by the initial reporter. The customer stated: phone call, - customer would like to know what the "failed b-cr, co" sticker means. They did use 2 tubes and experienced under filling and didn't get much serum after centrifugation. Unused samples are available. Email: I called earlier this afternoon and was told to send a picture of the purple top blood collection 100-tube flats our research site purchased. These tubes seem to not be working correctly. Our phlebotomist tried two tubes and noticed each tube was not pulling the blood into the tube and filling completely as it should. The capacity of one of these tubes is supposed to be 3ml, and she was only able to get half of that. We also noticed an uncommon label on the flat designating it as "failed."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes, the device experienced underfill or low draw of a tube with blood and no label or missing label information. Underfill or low draw of a tube with blood x2. No label ormissing label information( all packaging levels) x1. The following information was provided by the initial reporter. The customer stated: phone call, - customer would like to know what the "failed b-cr, co" sticker means. They did use 2 tubes and experienced under filling and didn't get much serum after centrifugation. Unused samples are available. Email: I called earlier this afternoon and was told to send a picture of the purple top blood collection 100-tube flats our research site purchased. These tubes seem to not be working correctly. Our phlebotomist tried two tubes and noticed each tube was not pulling the blood into the tube and filling completely as it should. The capacity of one of these tubes is supposed to be 3ml, and she was only able to get half of that. We also noticed an uncommon label on the flat designating it as "failed".